Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2012 - the pt was implanted with a bard/davol ventralight st mesh during a pelvic organ prolapse and ventral hernia with bladder involvement repair. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional med and surgical intervention, defective mesh.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure ot pt injury and med records have not been provided. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.